Manufacturer narrative:
Journal name: yansei medical journal title of article: nobori-biolimus-eluting stents versus resolute zotarolimus-eluting stents in patients undergoing coronary intervention: a propensity score matching literature reference: https://doi.org/10.3349/ymj.2017.58.2.29 received: july 4, 2016 revised: october 22, 2016 accepted: october 31, 2016. (B)(4).

Event description:
It was reported in a journal article that 858 patients in a study received resolute integrity rx drug eluting stents. Target lesions treated with resolute integrity stents included lm, lm-lad, rca and lcx-ramus. Lm involvement in 416 patients. Lesions exhibited severe calcification, >90% tortuosity with a percentage containing thrombus. Collective adverse events at one year follow up included death, tvr, tlr non q mi, bleeding and stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.